Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additioinal information is available.

Event description:
A customer reported that he was at home on (B)(6), 2012 when he performed a blood glucose test on his adc meter between 7:30am and 8:30am, and received an "ER-3" message. The customer subsequently experienced a loss of consciousness, and his wife came home and found him "passed out on the floor" between 9:30-10:30am. The customer denied experiencing any symptoms prior to the loss of consciousness. His wife called paramedics, who were unable to start an IV, and treated the customer with oral glucose gel. No readings from the paramedics' meter were provided, and the customer was not transported to a health care facility. No self-treatment was reported. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and a new issue was observed. All results were within the range specification and no errors were observed during control solution testing. (B)(4)